Event description:
Wm- relion otc email, 7/3/2024, 6:21:14 am: reference # (B)(4). Customer stated: relion u100 31g noticing the zero lines are varying, are not consistent? Four so far noticed from this pack. Purchased before: yes monday. Second purchase. Reli 8mm 31g .3cc item # 328512 lot # unknown at this time. Supplier ID#: (B)(4), supplier reference#: placeholder, product category: non-consumable, brand name: relion, upc: 8113131178, lot#: 0, expiration date: 12/31/2028.

Manufacturer narrative:
4 syringes affected. Medwatch section c for the affected product.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.